Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed, but the exact mechanism of damage was not determined. The two-piece connector for a 4 fr single-lumen groshong nxt PICC was returned for investigation. The connector was received assembled. One of the locking arms was broken at its attachment point on the proximal connector. Cavity #4 was observed on the locking arm. The distal connector was removed from the proximal connector. The blue compression sleeve had been advanced into the tapered region of the distal connector. No portion of the catheter was observed within the oversleeve. It was reported that the damage was observed after placement. A review of the manufacturing records showed that all inspections were completed for the reported lot and no deviations or issues associated with the damaged connector were found. No other similar complaints were reported from the lot. Since the locking arm was damaged, the complaint was confirmed; however, the exact mechanism of damage was not determined. A lot history review (lhr) of recq0541 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC clinic nurse performed PICC placement from the right bacilic vein for patient with alimentary tract hemorrhage on (B)(6) 2019. Strictly following the PICC placement procedure and practice in the process of puncture, the operator smoothly completed the placement. During the attachment of extension tube, the extension tube ruptured all of a sudden. Subsequent treatment was continued after the extension tube was replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0541 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC clinic nurse performed PICC placement from the right bacillic vein for patient with alimentary tract hemorrhage on (B)(6) 2019. Strictly following the PICC placement procedure and practice in the process of puncture, the operator smoothly completed the placement. During the attachment of extension tube, the extension tube ruptured all of a sudden. Subsequent treatment was continued after the extension tube was replaced.